Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was scheduled for a replacement. Contacts 8-15 on the second lead were showing contact 8 as greater than 40,000 ohms; contacts 9-15 were showing 20,000 ohms. After taking the lead out and re-wiping it, the impedances were the same. They didn't know what the previous impedance readings were but they had good coverage less than a year ago. Later they reprogrammed the battery with one lead; they checked the impedances again and they were in the normal range. They programmed the patient post-operatively and were receiving good coverage. The device was replaced because after their second over-discharge and successful trickle charge they were having difficulty charging and stopped trying. The representative was unable to read the battery pre-operatively. No further complications reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that impedances were normal once they were programmed. One of the leads was removed because it was bothering the patient's right side. The patient was seen on (B)(6) 2018 and was doing well, they had no issues. No further complications reported.